Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical record is provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with trauma situation/motor vehicle accident and due to sick off blood thinner. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in right side where the filter deployed; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with trauma situation/motor vehicle accident and due to sick off blood thinner. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in right side where the filter deployed; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within medical records. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.